Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a consumer from india of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. The patient began remedial treatment on (B)(6) 2011 with continuing ip injections of reflin 1gm and fortum 1gm. At the time of this report, the event of peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of break in aseptic technique was unknown. The root cause of the peritonitis was due to the break in aseptic technique, described as patient made mistake. Concomitant medications were not reported. The reporter believed the event of peritonitis was not related to dianeal therapy, however did not comment on causality for the event of break in aseptic technique.